Manufacturer narrative:
The product was not returned and the cause was not identified. From the additional information that "excessive stress to the output socket was observed", by applying an excessive force during connector insertion and extraction, the connector is worn, the engagement with the light guide cable is loosened, it is possible that the transition to the high brightness mode has become impossible. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
It was reported to olympus, that during a procedure the switch in the socket that enables the high intensity mode is defective. There was no medical intervention, patient injury or delay in the procedure reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the legal manufacturer determined that "excessive stress to the output socket was observed." By applying an excessive force during connector insertion and extraction, the connector is worn, the engagement with the light guide cable was likely loosened, therefore, it is possible that the transition to the high brightness mode became impossible. As stated in the instructions for use as a preventive measure: "never apply excessive force to the connectors. This could damage the connectors"